Event description:
Two (2) acetabular cup screws were too long causing patient discomfort and had to be removed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Manufacturer narrative:
An event regarding length issue involving two osteolock bone screw was reported. The event was not confirmed. A visual, functional and dimensional inspection could not be performed as the device was not returned. Insufficient information was received for review with a clinician consultant. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined. However, it is noted in the surgical protocol that ¿if selecting a cluster hole shell with screws, then only stryker orthopaedics torx bone screws (2030-65xx-1) can be used¿. Further information is needed.

Event description:
2 acetabular cup screws were too long causing patient discomfort and had to be removed.